Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743 , serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation and the poor communication screen would come up when he tried to sync with the programmer and antenna. It was stated the patient last used his programmer about one month prior to report and last recharged about one month prior to report. It was also stated the patient had a power on reset (por) condition. It was noted the patient was in the hospital for pneumonia this past month and was unable to recharge his device during that time. It was stated the patient had lost 30 pounds and could move his implantable neurostimulator (ins) around in the pocket site more than before. The patient had an appointment set up with his healthcare provider for (B)(6) 2013. The patient used the antenna locate feature resulting in the por being displayed on the recharger which then lead to the normal recharging screen. When the patient started charging he saw his ins flashing and 8 coupling bars. The patient then began charging normally. It noted that the patient was not getting a "signal" with both the charger and the programmer. It was reported that the patient could not charge the ins. It was noted that the patient programmer just "kept beeping" when the patient was pressing the synchronize key. It was reported that the patient saw a "plus sign" and "a finger pointing to the like target" when the "start charge" button was pressed on the recharger. It was noted that the ins was "depleted". It was further reported that the patient was unable to adjust stimulation. It was noted that the por was "successfully" cleared with the patient's programmer. It was reported that the patient was able to turn the stimulation on after the por was cleared. It was noted that the patient got a "surge" of stimulation "like never before" that he felt through his "brain and all" when the stimulation was turned on but it quickly returned to a "comfortable level". It was reported that the ins started "gradually" and took "2 seconds" to get to "full power" normally but the stimulation was "really strong" that time.